Event description:
Boston scientific received info that the pt implanted with this transvenous right atrial (ra) lead exhibited twiddler's syndrome. The lead was observed to have been dislodged and coiled under the cardiac resynchronization therapy defibrillator (crt-d). A revision procedure was performed. The ra lead was explanted without incident and a new ra lead was successfully placed. This lead has not been returned for analysis. Should additional info become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.